Manufacturer narrative:
Additional information: according to the information received from the field the recipient has only limited benefit with the device. The recipient has a mixed hearing loss and the coupler was attached to the short process of the incus, which might not be adequate. Technical testing showed a functional device. Revision surgery is considered but no date has been scheduled yet.

Event description:
The user always reported that the loudness gain was consistently weak since the activation. Part of the poor results that the user has right now can be addressed to the coupling choice. Based on etiology of the hearing loss a different coupler would have been better. The user will undergo revision surgery.

Event description:
The user always reported that the loudness gain was consistently weak since the activation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.